Event description:
It was reported that during a returned order service, a primary audible alarm error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation: bottom tamper seal broken. Plunger tamper seal intact. Cracked keypad support lens. Primary audible alarm bgnd test observed in the event history log. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. Low profile c9 capacitor present on interconnect board. No problem was found. Adc counts were within spec. No repair needed. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 and there was no indication of a service issue during the investigation.